Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the lens was returned. Solution was dried on the lens. Stress line was observed on one haptic distal area. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were indicated. The hard lens model cannot be used with the listed products. Verification was requested no response has been received to date. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facilities representative reported that following an intraocular lens (iol) implant procedure, a patient developed hypotony and chronic uveitis. The iol was removed. Additional information has been requested.